Event description:
Boston scientific received information that this pacemaker exhibited a gas gauge reading of 2.5 years remaining; however, the magnet rate was 90. It was questioned which longevity estimate was accurate. Boston scientific technical services (ts) discussed that the magnet rate indicates one year remaining, and that the magnet rate is the most accurate and most conservative longevity indicator. Ts discussed the option to bring the patient in to the clinic for more frequent follow-ups using the magnet rate for the longevity estimates. It was noted that the patient would be scheduled for 6 month follow-ups. No adverse patient effects were reported.

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.